Event description:
Both offset reamer handle are missing screws and very difficult to get into end effector case type/application: tha 4.1.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.